Event description:
The customer reported the system displayed an overload fault message. This message will result in a system shut down. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cables were cleaned and a generator calibration was completed. The system was then found to be operating as intended.